Event description:
Brevera needle would not slide onto the needle driver when setting up biopsy equipment. Made several attempts and it would not line up. Once it clicked into place, needle would fly off during the testing phase of set up. Opened a new needle and it slid into place with no issues. Lot number: 24f18r.